Event description:
Caller reported cartridge alarm 20. It was noted that the customer's blood glucose level did not exceed 500 mg/dl, indicating no extreme adverse impact. Technical support confirmed the issue with consecutive cartridges and arranged for a replacement pump to be sent to the customer. The customer was informed about the updated software and advised on how to use the new pump, including backup with mdi therapy. Instructions were given for returning the problematic pump, and the customer acknowledged all guidance received from technical support.